Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor lost control of the monopolar curved scissors (mcs). Mcs was removed from the cavity and checked that the steel cable it had broken. The mcs was immediately removed and replaced by another one. The procedure was completed with no reported injury.